Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 19:10:46. During night drain cycle three, the patient's ultrafiltration reading was 798ml, indicating the home patient (hp) drained 798ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Review of the event log identified the iipv event. The cause of the iipv event could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.